Event description:
It was reported that there were concerns that this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). Device data showed the device's power consumption was increasing in a gradual fashion. It appears consistent with capacitor degradation due to hydrogen gas content. Technical services advised the bsc representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.